Manufacturer narrative:
(B)(4).

Event description:
Same case as #1527460-2013-00013. The complainant reported a balloon burst. The gastrostomy tube's insertion date is unknown; however, it fell out on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The device reported, list number 56548, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 51364, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.